Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation, which occurred most likely during surgery. During further analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. In addition, the dc resistances of the conductor fragments were investigated and proved to be flawless. No peculiarities were found. In summary, there was no sign of a material or manufacturing problem.

Event description:
This lead was explanted and replaced due to impedances greater than 2400 ohms. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.